Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery (rca). A 3.00 x 24 mm promus element ¿ drug-eluting stent was deployed to treat the lesion. Subsequently, fluoroscopy was performed and a mild non- blood flow limiting proximal edge dissection was observed. A 2.75 x 24 mm promus element stent was deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported via media review that the distal edge dissection occurred in the left anterior descending artery and not in the right coronary artery as previously reported.